Manufacturer narrative:
Eval on-going.

Manufacturer narrative:
Manufacturing site evaluation: manufacturing date: 01/01/2013. The tip of the received punch was broken. The device was visually and microscopically inspected. The fracture pattern illustrates a forced fracture due to overload. There were no pores, inclusions or foreign bodies could be found on the point of fracture. Hardness testing was completed and the results were within specification. This type of instrument is designed for delicate use only. A mechanical overload led to the breakage. The visual investigation and the hardness test indicate that the quality requirements are in the specified tolerance range. Corrective/preventive action: not applicable.

Event description:
Customer reported; they were using a thin footplate kerrison for a neck fusion. The kerrison tip broke off inside of the pt, had to take x-rays to find the piece. Surgery was delayed an estimated 15-20 minutes. No pt injuries reported.